Event description:
The customer stated that he was hospitalized due to hypoglycemia. The reported blood glucose reading was 40 mg/dl. The customer stated that he fell and injured himself as a result of the low blood glucose levels. Troubleshooting was performed, and the insulin pump was programmed and reading the reservoir volume correctly. The displacement test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.